Event description:
It was reported that the patient presented a remote transmission showing the device exhibiting post-paced t wave oversensing. Programming changes were discussed but not made at this time. No patient symptoms were reported.